Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain, pain'), genital haemorrhage ('heavy and irregular bleeding') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included tubal ligation, thrombocytopenia, postpartum state and sciatica. Concurrent conditions included blood pressure high, haemorrhagic disorder, low platelets and cesarean section (on (B)(6) 2010, (B)(6) 2010 and (B)(6) 2008, leep (loop electrosurgical excision procedure) and dilation and curettage on (B)(6) 2010.). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dyspareunia ("dyspareunia"), abdominal pain lower ("severe cramping"), vaginal haemorrhage ("abnormal vaginal bleeding"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea (cramping)") and psychological trauma ("psych injury") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy(full)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, abdominal pain lower, vaginal haemorrhage, abdominal pain and dysmenorrhoea had resolved and the genital haemorrhage, uterine haemorrhage, dyspareunia, weight increased, psychological trauma and hormone level abnormal outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, dysmenorrhoea, dyspareunia, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain, psychological trauma, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, psych injury and other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2015: test not specified, result: bilateral occlusion. Ultrasound scan on (B)(6) 2015: results: might had a polyp. Diagnostic results: essure confirmation test 2015: type of test and the test of confirmation of essure was unknown. Most recent follow-up information incorporated above includes: on 16-sep-2019: plaintiff fact sheet received: new reporter, lab data, essure insertion and removal date added. New events abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), psych injury and hormonal changes added. Outcome of pelvic pain was updated to recovered. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.